Event description:
It was reported the top rail of the siderail was broken resulting in the siderail not operating to specification.

Manufacturer narrative:
It is likely the broken siderail is a result of impact damage (customer abuse).